Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1007 vent-inop: machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states she has replaced several parts, but the problem remains. Customer requesting onsite repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device displayed vent inop 1007 when powered on in patient mode. It has been determined that the data acquisition (da) printed circuit board assembly (pcba) to motor control (mc) pcba cable needs replaced. The fse replaced the da pcba to mc pcba cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.